Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation of an unknown therapeutic procedure the metal of the loops handpiece broke and the poly loop was stuck inside of the patient which require side cutters to remove. There was a delay if approximately 15 minutes and the procedure was completed with a backup device and no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h3, h4, h6, and h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. The most probable cause of the complaint is categorized as; cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.